Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 11feb2020 in the b.5. Field. No further follow-up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting. Evaluation summary: a pharmacist reported on behalf of a female patient that, on an unknown date, the patient was having troubles with her humapen savvio device. On 03-jan-2020, the "piston rod" of her device did not work. On an unknown date, the patient experienced increased blood glucose. Investigation of the returned device (batch 1906s03, manufactured june 2019) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, report by a pharmacist via company representative, who contacted the company to report a product complaint with adverse event, concerns an 80-years-old female patient of unknown origin. No information regarding medical history and concomitant medication was provided. The patient received unspecified medication (unknown manufacturer) via humapen savvio blue, at unknown dose, frequency, route of administration, indication for use and start date. On unknown date, unspecified time after commencing unknown medication via humapen savvio blue the patient was having troubles with her pen again and again, also on (B)(6) 2020, the piston rod did not work (product complaint 5006373/lot number 1906s03) ). In addition, it was stated the patient was hospitalized because of too high blood glucose levels. Information regarding corrective treatment and outcome was not provided. Follow up will not be attempted once the reporter did not authorize to be contacted. It was unknown who operated the device and if the operator was trained. The duration of use for this device model and the duration of use for humapen savvio blue (lot 1906s03) was not provided. The suspect humapen savvio (blue) device associated with product complaint 5006373 was returned to the manufacturer on 20jan2020. Reporting pharmacist did not provide an opinion of relatedness. Edit 28jan2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 11feb2020: additional information received on 11feb2020 and further information also received on 11feb2020 from the global product complaint database, which was processed together. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the suspect humapen savvio (blue) device associated to product complaint 5006373. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, report by a pharmacist via company representative, who contacted the company to report a product complaint with adverse event, concerns an (B)(6) years-old female patient of unknown origin. No information regarding medical history and concomitant medication was provided. The patient received unspecified medication (unknown manufacturer) via humapen savvio blue, at unknown dose, frequency, route of administration, indication for use and start date. On unknown date, unspecified time after commencing unknown medication via humapen savvio blue (lot 1906s03) the patient was having troubles with her pen and on (B)(6) 2020, the piston rod did not work (product complaint (B)(4)). In addition, it was stated the patient was hospitalized because of too high blood glucose levels. Information regarding corrective treatment and outcome was not provided. Follow up will not be attempted once the reporter did not authorize to be contacted. It was unknown who operated the device and if the operator was trained. The duration of use for this device model and the duration of use for humapen savvio blue (lot 1906s03) was not provided. The device was being retained for possible return. Reporting pharmacist did not provide an opinion of relatedness. Edit 28jan2020: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.